Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
G4, h2, h6: the device that was intended for use in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range. G4, h2, h6: correction was made to add investigation codes that were missed in the previous report.

Event description:
It was reported that the pump pressure was weak and the device alarmed low vacuum. Troubleshooting steps were performed but the issue was not solved. Smith and nephew representative advised that the pump needed to be swapped for the patient. There was no harm to patient.